Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine blank display due to critical pump error.

Event description:
The customer reported via phone call that the insulin pump had a blank display after being exposed to moisture/fluid. Blood glucose level at the time of the incident was 134 mg/dl. During troubleshooting, the customer was unable to get the display to return. Customer was calling back after getting a battery cap replacement. The insulin pump was returned for analysis.